Event description:
It was reported the patient experienced a spine and catheter infection. The date of onset/diagnosis of infection was (B)(6) 2014. The physician was not aware of the infection until he opened the spine pocket for a catheter revision. It appeared that the infection had caused tissue damage enough to allow the anchor to dislodge from fascia and catheter to back out of intrathecal space. A culture was taken from the device pocket and lumbar region. The type of organism cultured was undetermined. It was believed antibiotics were administered pre operatively. The device was explanted and discarded. It will be replaced in the future. Patient status at time of this report was alive; with injury noted as infection present. The pump was delivering morphine. Resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).